Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor coupling with recharging. The patient reported that she was having recharging issues. The patient reported that she couldn¿t get any of the black boxes. The patient reported that when she first tried recharging she got all 8 boxes but then it went down to 2 boxes and then to 0. The patient reported that it had not been an easy process since she had this device. The patient reported that she tried repositioning the antenna in many different locations and had tried turning the dial. The patient reported that she thought maybe it was the different pressures, so she would push the antenna in and then try leaving the antenna out but that didn¿t help either. The steps for antenna locate were reviewed and attempted. The patient reported getting 6-8 coupling boxes after using antenna locate. The ins was confirmed to be on. No further complications were reported.